Event description:
Drill bit broke during surgery. No info has forwarded if parts of the drill bit remained in the pt.

Manufacturer narrative:
The drill bit broke nearly at the end of the spiral. The drill bit will be sent to an external lab to eliminate any doubts related to the material and the production process. Probably the reason for the failure is that the product has been used over years.